Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a "upstream occlusion!" Alarm when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed but could not reproduce the discovered symptom of a false "upstream occlusion!" Alarm. Eval found the fluid numbers to be out of specification which can contribute to false upstream occlusion alarms. The device was recalibrated.